Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, patient experienced lightheadedness and dizziness while her cgm was showing 260 mg/dl. Without doing a bg test, the parent increased/adjusted the omnipod 5 insulin dose to over units. As the symptoms continued, the patient's parent decided to check the patient's finger stick reading and it was 46 mg/dl the cgm was still showing 260 mg/dl the parent then treated the patient with food (carbs) every 15 mins. However, about 45 mins later, despite the treatment, the symptoms persisted of the parent decided to take the patient to the ER for further assessment. When they arrived at the ER, the bg test showed 57 mg/dl, still low, while the cgm was showing a high reading (unspecified value). The patient was given orange juice, glucose gel, and saline as the patient was dehydrated. After the treatment, the patient felt better and was discharged the same day with a bg value of 114 mg/dl. At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.